Event description:
It was reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. During implantation, insertion of the long peel away was attempted but could not be inserted fully due to patient vascular anatomy, so the short peel away sheath was advanced. The impella was inserted and turned on but was unable to be passed distal to the aorto-iliac bifurcation. Implantation of the pump was aborted.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
No product was returned for investigation. The cause of the delivery issue was determined to be patient condition as the patient had difficult anatomy preventing successful delivery of impella. The device passed all post sterile inspection checks.